Event description:
Per third party repair center, the customer alleges the unit is alarming or red light. The key failure is sieve beds. The sieve material contaminated the unit. The sieve beds are saturated, the manifold is contaminated and muffler is clogged (B)(4).